Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to reported a hospital visit due to low blood glucose. The paramedics were called due to customer on the ground incoherent. Customer was transported to the hospital. The customer stated that she went low due to over bolusing for lunch. Customer stated that blood glucose reading was 30 mg/dl at that time. Paramedics treated with IV and sugar water. Nothing further reported.